Manufacturer narrative:
Manufacturer control no. (B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in pediatric ICU while using the ultra sound guided procedure, the cvc was inserted into the patient. Half way through insertion, resistance was met and when removing the cvc, the swg began to unravel. Despite the unraveling, the user was able to remove it in its entirety. It is not known if this issue caused a delay, however, there was no reported death or complications to the patient as a result of this occurrence.